Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). D11: item# 42509909400 femoral cr impactor pad, lot# 63254655. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02069. Medical product femoral cr impactor pad item# 42509909400 lot# unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral introducer plastic cr topper fractured during insertion. There is no additional information at this time.